Event description:
Essure product was implanted in my fallopian tubes, the day of the procedure I was given a medicine that caused my head to feel like it exploded, I was sent to have a CT scan done the following day, the essure procedure caused continual bleeding for 6 months until the ob/gyn had to give me a medication to stop bleeding all together. This caused me to miss 4 months of having a period when it returned it is heavier than it has ever been, clotting is thick, it is extremely painful, I am now forced to sometimes miss work or be in miserable pain. I have had severe back pains and have never been so disappointed. If I had to do it all over again I would never do this procedure or recommend this procedure to any females.